Manufacturer narrative:
The customer provided their cleaning, disinfection, and sterilization process stating the automated endoscopic reprocessor (aer) used is a non-olympus reprocessor. Channels are flushed with seventy percent alcohol, the sterilization cycle is not used, and a drying cabinet is used for storage. The suspect device was sent to an olympus service center for evaluation. Inspection and testing found that due to wear of the angle wire, bending angle in the up direction did not meet the standard value, the light guide lens is cracked, the plastic distal end cover had a dent, the adhesive on the bending section cover is detached, and the connecting tube is peeling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the endoscope tested positive for microbial contamination. The suction biopsy channel tested positive for 50 to 100 colony forming units (cfu) of pseudomonas aeruginosa and the auxiliary water channel tested positive for 10 to 50 cfu of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct h10. Third party testing was inadvertently reported. Third party testing was not conducted. The root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.